Event description:
Caller reported inability to access options and bolus menu due to pump requesting a security pin, resulting in user's blood glucose level rising to 556 mg/dl. Customer had not taken any actions to address the high blood glucose level at the time of the report. Caller contacted technical support, who determined the issue was caused by user error related to accidentally enabling the security pin. Technical support educated the caller on system functionalities, provided a reset and an override code for the pump, and confirmed that insulin delivery had resumed, and the continuous glucose monitoring session was rejoined.